Event description:
It was reported that the standby button was not functioning and the unit goes to standby on its own.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. The standby/run mode cycling test failed intermittently. The bulb access door cycling test failed intermittently. The front panel functionality test failed. All other tests were successful. A measurement was taken on the boost voltage. The resulting measurement was within specification. The root cause of the reported failure was traced to a defective control circuit board. Further investigation revealed the following: the jaw was slightly loose; the integrating rod was chipped; the a/c inlet circuit board made a buzzing sound. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.